Manufacturer narrative:
Additional information which was received and not included in the initial report is provided in sections b5, h7 and h9 with this report. Customer returned pump for an alleged was hospitalized for high bgs/dka found on (B)(6) 2024. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged pump/transmitter/sensor communication anomaly found on (B)(6) 2022. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged possible under delivery anomaly and high bgs found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 to (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of (B)(6) 2022 and (B)(6) 2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of (B)(6) 2022 and (B)(6) 2022 in the formatted history file. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered = 30.65 dailytotalofbasalinsulindelivered = 28.15 dailytotalofbolusinsulindelivered = 2.5 (B)(6) 2024 07:03:10.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1 bolusamountdelivered = 1 (B)(6) 2024 09:38:42.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.7 bolusamountdelivered = 0.7 (B)(6) 2024 15:17:06.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.8 bolusamountdelivered = 0.8 dailytotalcollectionstarttime = (B)(6) 2024 20:49:04.000 dailytotalofallinsulindelivered = 4.55 dailytotalofbasalinsulindelivered = 3.05 dailytotalofbolusinsulindelivered = 1.5 (B)(6) 2024 21:00:40.000 normalbolusdelivered eventtype = 220 sourceid = pump (ngp is in open loop state) historyrecordlength = 26 systemtime = (B)(6) 2024 21:00:40.000 bolusprogrammingmethod = bolus wizard bolusnumber = 1 presetbolusnumber = 0 normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2024 in the formatted history file.  Sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2024 01:16:45.000 (B)(6) 2024 10:53:47.000 lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 12:53:00.000 (B)(6) 2024 23:36:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2024 13:14:00.000 (B)(6) 2024 23:52:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. No pump/transmitter/sensor communication anomaly noted. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2024 14:27:00.000 (B)(6) 2024 10:36:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 15:26:58.000 (B)(6) 2024 15:27:41.000 (B)(6) 2024 15:29:06.000,(B)(6) 2024 15:29:19.000, (B)(6) 2024 15:29:58.000 (B)(6) 2024 15:37:41.000 (B)(6) 2024 15:38:44.000 (B)(6) 2024 15:40:37.000 (B)(6) 2024 15:41:43.000 (B)(6) 2024 15:42:14.000, (B)(6) 2024 15:42:20.000 (B)(6) 2024 15:43:51.000 (B)(6) 2024 15:47:11.000 (B)(6) 2024 15:48:27.000 (B)(6) 2024 15:50:28.000 (B)(6) 2024 15:51:39.000 (B)(6) 2024 15:52:07.000 (B)(6) 2024 15:53:05.000, (B)(6) 2024 15:53:54.000 (B)(6) 2024 15:55:00.000 (B)(6) 2024 16:00:14.000 (B)(6) 2024 16:02:31.000 (B)(6) 2024 16:21:43.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2024 15:27:30.000 (B)(6) 2024 15:29:04.000, (B)(6) 2024 15:29:07.000, (B)(6) 2024 15:29:57.000 (B)(6) 2024 15:30:05.000 (B)(6) 2024 15:38:31.000 (B)(6) 2024 15:40:19.000 (B)(6) 2024 15:41:22.000 (B)(6) 2024 15:42:12.000, (B)(6) 2024 15:42:18.000 (B)(6) 2024 15:43:36.000 (B)(6) 2024 15:46:59.000 (B)(6) 2024 15:48:17.000 (B)(6) 2024 15:50:11.000 (B)(6) 2024 15:51:25.000 (B)(6) 2024 15:52:03.000, (B)(6) 2024 15:52:54.000 (B)(6) 2024 15:53:48.000 (B)(6) 2024 15:54:49.000 (B)(6) 2024 15:58:59.000 (B)(6) 2024 16:01:35.000 (B)(6) 2024 16:05:32.000 (B)(6) 2024 16:06:28.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2024 20:07:00.000 (B)(6) 2024 20:17:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2024 20:38:00.000 (B)(6) 2024 20:48:00.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2024 20:49:05.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2024 20:49:25.000 (B)(6) 2024 20:49:36.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 2:59:08 am. There was no power data available for the dates of (B)(6) 2024 to (B)(6) 2024. Unable to check power data for low battery alert, failed battery alert/battery failed alarm, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm. No unexpected low battery alert, failed battery alert/battery failed alarm, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2024 15:34:22.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 15:57:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 15:58:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 16:11:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 05:12:00.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 05:12:46.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 05:48:00.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 06:13:02.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 06:32:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was received with the original battery cap with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place and the pump powered up properly. The pump was received with a depleted energizer max alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly and pump/transmitter/sensor communication anomaly were not confirmed. However, battery cap contact missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Battery cap recall details were added with this report which was not included in the initial report.

Event description:
Information received by medtronic indicated that the customer experienced no alleged device deficiency. The customer reported hyperglycemia, vomiting, dizziness, diabetic ketoacidosis, hyperglycemia treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), other, other, no treatment. Customer reported the following led up to the event: on an airplane document treatment for high bg: no treatment. Customer reported high bgs. Customer did not report any pump/product issues. Troubleshooting was performed and the customer not used the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode feature was not active at the time event. No further patient complications were reported. The customer continued the use of the insulin pump and it will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.